Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not successfully implanted due to unknown product performance anomaly. A new ICD with a different model was successfully implanted. No adverse patient effects were reported.